Event description:
An optometrist reported a patient experienced blurry vision 1 month post lasik surgery and was reported to have sterile infiltrates in the right eye. No additional treatment was needed. There are two medical device reports associated with this event. This report is for the patient's right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).